Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical support (ts) that they went to the emergency room (ER) due to feeling sick for several days. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the ER with complaints of abdominal pain. A peritoneal effluent fluid culture and cell count (results unavailable) were collected, and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) vancomycin and ip ceftazidime daily (dose, frequency, duration unknown), and was discharged on (B)(6) 2023 prior to obtaining the culture results. The patient¿s peritoneal effluent culture result returned positive for staphylococcus aureus on (B)(6)2023, and the patient¿s ceftazidime was discontinued. The patient was recovering from the events and the pdrn attributed causality to an unspecified touch contamination event. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s). The patient continues to undergo pd therapy utilizing the same liberty select cycler.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Clinical investigation: a temporal relationship exists between pd therapy with the liberty cycler set and the patient¿s peritonitis event. Causality was attributed to an unspecified touch contamination event. Per the pdrn, the serious adverse events were unrelated to any fresenius device(s) and/or product(s). Staphylococcus aureus is commonly found in the mucus membranes and skin of humans and is the most frequent organism associated with peritoneal infections in pd patients. Based on the information available, the liberty cycler set can be disassociated from the serious adverse events. There was no allegation or objective evidence indicating a fresenius device caused or contributed to the serious adverse events. Furthermore, there was no report that a fresenius device failed to meet users¿ expectations or manufacturers¿ specifications.